Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the spike of two (2) clearlink continu-flo solution sets contributed to the rubber stoppers on two non-baxter vials of eptifibatide dislodging. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned, however a photograph was received and evaluated. Visual inspection was performed and the issue could not be verified through the picture. According to the picture the sample met specifications. The reported condition could not be verified. Should additional relevant information become available, a supplemental report will be submitted.